Event description:
During a lobectomy procedure, staples did not form correctly at the 3rd firing. A second like device was opened and the same problem occurred with 2nd reload. It is not known how the procedure was completed. There was no patient consequence.